Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present after the plunger was removed¿ was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional thoracic endovascular aortic repair (tevar) procedure via an 8f sheath. Reportedly, there was no suture present after the plunger was removed (knot was loose/unraveled). The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.